Manufacturer narrative:
Device history lot manufacturing location: monument. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: (B)(4) manufacturing date: 26-feb-2016 expiration date: 28-feb-2026 part number: 04.037.458s, 14mm/130 deg ti cann tfna 380mm/right- sterile lot number: h043772 (sterile) lot quantity:(B)(4) work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review 22-jan-2019: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a nail (not depuy synthes product) was applied to surgery for femoral subtrochanteric fractures. Pseudarthrosis occurred and the nail (not depuy synthes product) was also broken after the surgery. On (B)(6) 2017, reoperation was performed and the nail (not depuy synthes product) was removed. A tfna femoral nail in question, locking screw, unknown locking compression plate, unknown cable and a piece of the patient¿s ilium were implanted during the surgery. On (B)(6) 2018, the trochanteric fixation advance (tfna) femoral nail and locking screw were observed to have been broken. On (B)(6) 2018, another re-operation was performed. The tfna implants were removed and bipolar hip arthroplasty was performed. The procedure was completed successfully without a surgical delay. The patient is currently in the hospital. Concomitant devices reported: locking compression plate (part #: unknown, lot #: unknown, quantity: 1), cable (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) tfna nail. This is report 1 of 2 for complaint (B)(4).